Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010, the ultrafiltration volume was 1611ml during cycle 5. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The homechoice (hc) was evaluated by the product analysis lab (pal), and passed the returned instrument test/evaluation (rite) functional and electrical testing. The assignable cause of the iipv was determined to be an insufficient drain and inappropriate bypass of a caution: negative ultrafiltration alarm. A service history review revealed no previous service events were related to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Additional information: product surveillance contacted the patient's nurse. The nurse stated the patient's drain volumes fluctuate a lot and that the patient is doing fine with therapy. No further information was provided. No injury or medical intervention was reported.